Event description:
During a cath lab procedure, "the miracle bros 6-300cm guide wire tip broke off in the sub-intimal space of the left iliac-aorta...after multiple attempts, the vascular surgeon was unable to retrieve the tip of wire." The physician discussed the situation with the patient and indicated that it was unclear what exactly caused the tip of the wire to break off. There were no further issues were identified at the time- the patient was discharged home the next day. Unfortunately the equipment and lot numbers were not kept by the cath lab staff-